Event description:
It was reported that the patient experienced phrenic nerve stimulation. The patient's left ventricular (lv) lead settings were adjusted until the patient no longer had any nerve stimulation. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.